Event description:
It was reported that during an radiofrequency ablation procedure, the catheter allegedly had a malfunction. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter products that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one venclose evsrf 100cm catheter was received with an unknown brand guidewire inserted through the proximal end of the outer housing. The device appeared to have residue throughout. A kink was observed to the proximal end of the catheter shaft. Multiple bends and residue were observed throughout the heating coils. No other anomalies were observed. Therefore, the kinks will be considered incidental. During the visual evaluation, material deformation was noted throughout the fep to the distal end of the catheter. Upon opening the handle, no damage was noted throughout. All wires were noted to be intact and in place. Both batteries were noted to be fully seated within the battery holder. New batteries were placed in the battery holders. The catheter was plugged into the generator and the treatment screen was displayed. The device was functionally tested with new batteries, during the three long test the device didn¿t receive proper temperature, and blue squiggly lines were displayed. Error 21 was presented on first cycle short test. This will be a confirmed finding for error 21. The catheter was then tested to determine its resistance of the thermocouple wires, and it comes under the specification. Therefore, the investigation is determined to be unconfirmed for the reported limited issue as device has displayed in the error 21 during evaluation and the investigation is determined to be confirmed for the identified insufficient heating or error 21 issue and material deformation of the heating element is a confirmed finding. The root cause for the error 21 cannot be determined. It is possible there is damage to the tc wire inside the insulation which may cause multiple shorts and ultimately insufficient heating and/or error 21. The material deformation is a result of the insufficient heating. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.